Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. 510(k) designation is k050438. 10/12/2015 medtronic technical services stated the site's issue was not with their awl, but with their navlock tracker green. Return requested for green navlock tracker. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site representative, material management supervisor, reported that they are unable to tighten the screw on their tactile awl. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: device information provided.

Manufacturer narrative:
Device lot # and mfg date now provided. Originally the site reported that the issue was with the tactile awl and wanted to replace it for free. However, after reviewing all the cases under this site, it was evident that the site does not properly use the tactile awl. It was found that the actual issue is with the green navlock tracker. Since they were not receiving a free replacement (out of 90 day warranty), they did not want to replace it. Therefore, the part will not be returned or replaced.